Manufacturer narrative:
(B)(4). D10: femoral stem cemented revision/calcar 12/14 neck taper size 15 180 mm stem length for cemented use only: item: 00787101560, lot: 66505538. G2: foreign ¿ australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to infection. The femoral stem and cemented cup were removed for 2nd stage revision. The implants were only used as spacers and were loosely cemented in with a view to review after infection had resolved. Follow-ups to gather additional information are currently in process.